Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was concluded that the device can not be repaired due to the obsolete parts. The device remained with the customer.

Event description:
A customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of device's AED function being inoperative along with paddles ECG. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of device's AED function being inoperative along with paddles ECG. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section h6 results code of initial MDR indicates: operational problem identified. Section h6 results code of initial MDR should indicate: electrical problem identified. Section h6 conclusion code of initial MDR indicates: cause not established. Section h6 conclusion code of initial MDR should indicate: cause traced to component failure. Section h11 additional mfg narrative of initial MDR indicates: a stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was concluded that the device can not be repaired due to the obsolete parts. The device remained with the customer. Section h11 additional mfg narrative of initial MDR should indicate: a stryker service representative performed an initial evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The root cause was determined to be a faulty therapy pcb assembly. It was concluded that the device can not be repaired due to the obsolete parts. The device remained with the customer.